Event description:
It was reported that the insulin pump had a cracked screen. The caller stated that the insulin pump also alarmed battery out limit, and even with a battery replacement, the insulin pump would not turn on. The blood glucose reading was 6.8 mmol/l. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The battery out limit alarm could not be tested due to the cracked and bleeding display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.